Manufacturer narrative:
(B)(4). Date sent: 2/8/2024 d4: batch # 633c69 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with two ecr60b reloads(c and d) and three ecr60g reloads(e, f and g) present. The reloads(c, d, e and f) was received unfired. The reload(g) was received with the right side partially fired 2/3, left side outer row partially fired 2/3 and the left two inner rows partially fired 1/16. Additionally, the reload(g) pan was noted to be partially dislodged from both proximal sides with 15 drivers out of position. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. The device was tested for functionality in the articulated position with the returned reloads(c, d, e and f) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. In addition, the drivers out of position was related to dislodgement, causing sled damaged by these drivers when device was firing. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As part of ethicon ¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event "difficult to open", the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event described "difficult to open" could not be confirmed as the device could open and close without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 633a69, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, could not open the jaw. Opened the jaw manually with big force. It was also noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.